Manufacturer narrative:
Product analysis: no product was returned.    Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, angiography revealed a dissection on the access side of the right common iliac artery (cia). The inner lumen was dilated by percutaneous transluminal angioplasty (pta) with a 6 mm x 40 mm non-medtronic balloon catheter, and the procedure was completed. As the diameter of the right cia was 5.5-5.6 mm with calcification, possible damage to the access vessel was anticipated prior to the procedure. The inline sheath was used for the procedure. No closure devices were used prior to noting the dissection. No resistance was noted while using the delivery catheter system (dcs) until withdrawal from the patient. Per the physician, the dcs may have contributed to the dissection. No further adverse patient effects were reported.